Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on 24-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "cavaterm (balloon thermal coagulation) was performed in (B)(6) 2015 and placement of essure was on the same day." The patient's concurrent conditions included endometriosis. In (B)(6) 2015, the patient started essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), headache ("major headaches"), visual impairment ("visual disturbances"), depression ("depressive state"), pruritus genital ("itching in genital area") and arthropathy ("joint problems in shoulders"). The patient was treated with surgery (hysterectomy planned). At the time of the report, the pelvic pain, abdominal pain, headache, visual impairment, depression, pruritus genital and arthropathy outcome was unknown. The reporter provided no causality assessment for pelvic pain, abdominal pain, headache, visual impairment, depression, pruritus genital and arthropathy with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Cavaterm (balloon thermal coagulation) was performed on the same day of insertion (medical device monitoring error). A hysterectomy was planned. The event pelvic pain is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about nine months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a (B)(4) and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2344 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Cavaterm (balloon thermal coagulation) was performed on the same day of insertion (medical device monitoring error). A hysterectomy was planned. The event pelvic pain is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about nine months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.